Event description:
It was reported that the system had intermittent communication errors. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo relay cable receptacle pin was evaluated and repaired. The system was tested and found to be working as intended and returned to service.